Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer having multiple blood glucose level was 248 mg/dl at the time of incident and then 315 mg/dl and current blood glucose level is 356 mg/dl, 408 mg/dl after 5 min, 420 after another 20 mins, 385 mg/dl after another 15 mins, 377 mg/dl after another 15 mins, 359 mg/dl after another 15 mins. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege pump was under delivering. Customer treated with bolus and manual shot. Customer stated that the drive support cap was normal. Customer states that they also had no delivery alarm. Customer reports event was resolved by inf change. Troubleshooting was performed. The insulin pump will not be returned for analysis.